Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s freestyle libre 3 plus continuous glucose monitor failed to provide blood glucose data to the ilet after the initial successful scan, with the ilet indicating ¿stop sensor¿ on the cgm page and remaining in bg-run mode despite multiple scans and a device restart. Symptoms included none reported. Outcomes included continued ilet operation in bg-run mode and guidance to obtain a new cgm sensor. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the pairing failed and the cgm required replacement. It was concluded that the event was related to a cgm communication or pairing failure, not to patient injury. The device has not been returned.